Event description:
It was reported when using the bd pyxis medstation system the barcode scanner disconnecting. The customer reported that the scanner will work properly but keeps disconnecting. The customer managed to get medication for the patients from other pyxis. The customer confirmed that this did not cause any delay in patient care and no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner works only when it is pulled out. A field service engineer replaced the usb cable. Then the user completed inventory of medication using scanner. The system functioned as intended after the field service engineer troubleshooted the device.